Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of laparoscopic right salpingo-oophorectomy during mesh implantation. It was reported that after implantation the patient experienced pain, dyspareunia, urinary incontinence/retention and vaginal infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced unrelenting pain, the inability to engage in sexual intimacy, depression and decrease in overall quality of life.